Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 08th of june 2016 for further investigation. During the investigation the fse decontaminated the wash, diluent and substrate lines on 02/28/2016. The customer ran biorad liquid check cardiac marker, lot number 23650 for level 1 the ck-mb range is 3.79-5.69 and the result was 4.5. For level 3, the ck-mb range is 64.6-96.9 and the result was 84.7. Troponin level 1 range was 0.292-0.541 and the result was 0.47. Troponin level 3 range was 30.6-56.8 and the result was 49.75. And the results for the mac control is as follow mac control lot f305-16 ck-mb-l1 range 3.5-4.8 result was 3.5, l2 range 8.4-11.6 result was 9.1, and l3 range 41.8-57.7 result was 47.3. Troponin- l1 range 0.13-0.31 result was 0.28, l2 range 5.20-9.66 result was 8.86 and l3 range 11.23-20.82 result was 19.10. The most probable cause for this event is due to contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported erratic troponin quality control on their aia-900. The customer indicated that they have to calibrate frequently and l1 drifts up and out. They are also experiencing the same issue with ckmb. Data was faxed to the technical support group (tsg) for review and it showed that bio rad 23651 start off at 0.35 for the first 2 days after calibration then it shows a steady rise up and out of range at 14 days to 0.54 for troponin lot 54. The calibration date was (B)(6) 2016. First run rates were=0.08/0.25/2.77/9.36/128.9 calibration date on (B)(6) 2016 with same test pack and cal lot#. Second run rate=0.09/0.24/2.37/8.3/31.8/117 and the rates were much lower than first run. The customer indicated that they thaws and stores quality controls in the fridge. Tsg requested the customer to run l2 in front of l1as part of the investigation and the customer reported that they are still having the same issue with troponin and ckmb.